Manufacturer narrative:
The account reported the front wheel on the customer's rollator snapped and the customer fell hitting their head. Follow up information was received from the customer who reported that the customer walked into the kitchen to get something out of her refrigerator with a rollator, sat down on the rollator to get something out of the refrigerator and the leg broke off resulting in the customer falling and hitting her head. The customer was taken to the hospital and received 11 stapes to the head. The patient was released from the emergency department and returned home the same day. The staples were removed (B)(6) 2017 without further medical treatment required. A sample was requested to be returned for evaluation but has not yet been received. Due to the reported incident and subsequent need for medical intervention, this medwatch is being filed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The account reported the front wheel on the customer's rollator snapped and the customer fell.